Event description:
It was reported that telemetry interrogation showed skipping beats in the right ventricular (rv) channel. This patient is therapy dependent and stated to have been suffering shoulder pain. Reportedly, an atrial tachy response episode was recorded, that was most likely caused by a momentarily electromagnetic interference (emi), as it was oversensed in both atrial and ventricular channel, causing over 3 seconds of pacing inhibition. In addition, technical services reviewed the case and noticed low pacing impedance out-of-range of less than 200 ohms during the past year, that could possibly be caused by rv insulation damage. An alert for low amplitude signals as also noticed. Further information was received, isometrics were performed without reproducing noise. However, premature ventricular contraction signals where oversensed when the patient coughed. It is unknown if x-rays were performed, and it was speculated that the patient emi exposure was related to a transesophageal echocardiogram. Subsequently, the rv lead was explanted and replaced. This pacemaker remains in service and no additional adverse patient effects were reported.